Event description:
Information was received indicating that a smiths medical pump's flow rate is incorrect. The pump is over infusing. There was no patient present t the time of the event.

Manufacturer narrative:
Other text: one cadd solis hpca pump was returned for analysis with no physical damage. The event history log was reviewed and revealed quarter hourly counter, pca doses attempted, and pca dose total 3.2mls. Accuracy testing was performed revealing that the pumps average delivery error to be within specification. Based on the evidence, no fault was found as the complaint was not confirmed.